Manufacturer narrative:
Investigation, including root cause analysis, is a progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
An optometrist reported bilateral post-surgical dryness, observed at one month post lasik treatment. Reporter indicated pt was advised on the importance of post operative ocular lubricants. Patient note "eyes were watering and vision fluctuates". Additional info has been requested. There are two related reports for this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.